Event description:
It was reported by the hospital to our sales rep that it was observed that there were miss drilling with this target device. This happened several times but the dates are unk.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.